Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d4, d9, h3, h6.

Event description:
A healthcare professional reported right side rupture diagnosed via MRI. The device has been explanted and replaced with a non allergan device.

Event description:
A healthcare professional reported, bilateral rupture. Diagnosed via MRI on the right side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.